Event description:
It was reported the customer received lost sensor, change sensor, and calibration error alerts. The customer's blood glucose was 323 mg/dl. Customer stated they had treated their blood glucose with the insulin pump. It was found the customer was sick and may have had a slight seizure. It was also found the customer had a bent cannula upon removal of their infusion set. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.